Event description:
It was reported that pump housing around usb port was damaged, causing charging issues and making pump no longer watertight, although no low power alerts or shutdown alarms occurred and pump had not yet shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was provided a replacement in-warranty pump, and was instructed to place damaged pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor, and return damaged pump using prepaid label, which customer understood and acknowledged.